Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model: b33540. This product was used for the product code and 501k. The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
It was reported that a 4" (10 cm) smallbore trifuse ext set w/3 microclave® clear, 3 clamps, rotating luer was found to have leaked during patient use. The reporter stated, "item leaking from bifurcation point when infusing. Also tried by manually pushing saline which showed evidence of leaking." The event occurred during infusion administered/performed with saline. The sample is available for investigation. There was no patient harm reported.

Manufacturer narrative:
D9 - date returned to mfg: 3/6/2025. One (1) used list# 011-mc33357, ext set, smallbore trifuse w/3 clave¿ clear; lot# 14073908 a tear was observed on one of the trifuse tubing. One (1) new list# 011-mc33357, ext set, smallbore trifuse w/3 clave¿ clear; lot# 14073908 no visual damages or anomalies were observed on the new sample. The reported complaint of a leak could be confirmed. The returned sample was tested and was found to be leaking on one of the trifuse tubing. The tubing was found to be torn at the location near the male luer. The probable cause is from an external pulling force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.